Event description:
This report was received from (B)(6). This is a solicited report by a physician from (B)(6) of bacterial peritonitis coincident with dianeal unknown therapy (lot numbers not reported). This was one of multiple reports from the same reporter. On an unreported date, the patient began treatment with dianeal unknown, (dose, frequency and lot numbers unknown), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The patient experienced bacterial peritonitis with an onset date reported as "(B)(6) 2011." The physician reported that the "patient took the suspect drugs in the hospital", however the date and reason for the hospitalization was not reported. On an unknown date, the patient was treated with tobramycin and teicoplanin. On an unknown date, the patient recovered from the event of bacterial peritonitis. The patient's hospitalization was for duration of 11 days. Action taken with dianeal unknown therapy was unknown. The physician did not provide an opinion of causality for the event of bacterial peritonitis with (B)(6) and the relation to dianeal unknown therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.